Event description:
It was reported that the filter was causing excessive rainout while connected to the ventilator's patient circuit thus leading to change of the filters every 4-6 hours. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Further information has been requested regarding what type of patient circuit and humidifier was used but no response has been received. No ventilator logs have been provided and no products have been returned for investigation.no investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.